Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (dissection). (B)(4).

Event description:
Patient received a 3.0 diameter x 18 mm length resolute integrity rapid exchange (rx) drug eluting coronary stent in the mid lad. However, it was reported that a dissection occurred during the procedure which was treated with another resolute integrity covered stent. The patient was discharged the next day. No other clinical sequelae were reported.